Event description:
Additional information was received that the failed firmware update on the device was suspected to have put the device into back up mode.

Event description:
It was reported that, a cybersecurity update was attempted on the device. The update was not successful and the device went into back up mode. Technical support was contacted and the device was successfully restored. The patient was stable.